Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not powering on. A field service engineer (fse) arrived on-site to find the station displaying a black screen with no power. Fse removed the auxiliary cable connection, allowing the station to boot, then reseated all drawer pixie bus connections, enabling the station to power on and boot fully. All drawers were opened in hardware test application with no faults found, and no hardware issues were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not powering on and rss was offline. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.